Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 18 mg/dl for more than two weeks. The husband stated that the insulin pump delivered the whole reservoir of insulin. The customer's most recent glucose reading was over 400 mg/dl. It was stated that the insulin pump has not been uploaded and the battery has been removed for three weeks. No further info was provided.